Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was 13.0mmol/l at the time of the incident. It was reported that the customer received a critical pump error image on the insulin pump's display after they went swimming. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, serial number label fading, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.